Event description:
It was reported that interrogation of this patient's implantable device identified the device had declared elective replacement indicator (eri) with appropriate eri parameters of vvi 50ppm. It was noted that this patient is dependent, and this device is included in an advisory population. Device replacement was scheduled, and a different physician was scheduled to perform the procedure as the patient's following physician was not available. There was no activity visible on the programmer; however, pacing of vvi 72ppm with unipolar spikes were noted on the electrogram (ECG). A boston scientific sales representative was present at the procedure and informed the physician that device interrogation could cause the device to enter into safety mode. However, the physician advised he wanted to interrogate the device to put the patient in voo during the procedure due to his dependency and was going to use diathermy. Defibrillation pads were put on patient in case pacing support was required. Device interrogation was attempted but was unsuccessful and the device then reverted to safety mode and pacing at vvi 72ppm (safety mode parameters) was now visible on the ECG. Diathermy was utilized in short bursts and oversensing was observed. This right ventricular (rv) lead was interfaced to the replacement device and there was no evidence of pacing. The patient did have a slow underlying rhythm of approximately 30 bpm and was stable. The output was increased from the nominal 3.5v@0.4 to 7.5v@0.4 as evidence of previous high thresholds was identified. Capture was confirmed and the lead remains in service with the replacement device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.